Event description:
It was reported "PICC for the day ((B)(6) 2020). Double lumen provena, pre insert stylet check no problems. 5.6 mm size brachial vein, no problem with vessel access, very 'minimal' resistance. Stylet kinked post insert check."

Manufacturer narrative:
H11: section a through f- the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was two 3cg tls stylets. Usage residues were observed throughout both samples. The first sample (sample 1) exhibited a bend and a sharp kink within the polyimide region. Deformation and partial tearing were observed at the kink site. Microscopic inspection of the sample confirmed the presence of a sharp kink in the stylet. The polyimide tubing was mostly torn at the kink site. Deformation and discoloration were observed in the vicinity of the kink. The fracture in the tubing exhibited a dully granular fracture surface. The polyimide tubing wall thickness was measured using a digital microscope and found to be within manufacturing specifications. Inspection of the second sample (sample 2) revealed a slight bend in the wire within the polyimide region but was otherwise unremarkable. The outer diameter of sample 2 was measured within the polyimide tubing and found to be within manufacturing specifications. It did not appear that the slight bend exhibited by sample 2 would affect stylet functionality. The sharp kink and accompanying tear were consistent with stylet kinking/manipulation during attempted insertion; however, an additional, unidentified factor(s) appeared to have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1611 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC for the day ((B)(6) 2020). Double lumen provena, pre insert stylet check no problems. 5.6 mm size brachial vein, no problem with vessel access, very 'minimal' resistance. Stylet kinked post insert check."